Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous and mildly calcified mid, left anterior descending (lad) artery. The lesion was pre-dilated with a 15mm balloon and a taxus express2 3.0x16mm drug eluting stent was deployed to 13 atm's with satisfactory results. The balloon was deflated. The physician experienced some resistance upon withdrawal. The balloon was stuck to the stent. The physician had to pull the balloon, wire and guide out at the same time to remove. The balloon was completely deflated and intact. The stent remained in position. The patient was asymptomatic throughout the procedure. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the delivery device was disposed and the stent remained in the patient: therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.